Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that the patient was experiencing vomiting and nausea. No more additional information was provided. Additional information received from the patient representative (con). A call back was made to the patient stated they got it adjusted on (B)(6) 2022. The patient representative stated the pain was coming from his hip not his back. It was noted the therapy from the pump was not working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8784; unknown; serial# (B)(6); implanted: (B)(6) 2021; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8784; serial# (B)(6); implanted: (B)(6) 2021; ubd: 2022-11-30; UDI#: (B)(4); product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) indicating that a flipped pump was identified on (B)(6) 2022. A volume discrepancy also occurred on (B)(6) 2022. The actual residual volume was 1.0ml and the expected residual volume was 0.8ml. It was noted that, at the previous refill, the pump was filled and programmed with 40ml. The patient also exhibited increased pain. The doctor suspected a catheter kink. A catheter revision occurred on (B)(6) 2022. The existing pump segment of the catheter was coiled, as the pump had been flipping in the pump pocket site. The suspected catheter kink was confirmed. At the time of the surgery, the doctor wished to compare the actual residual volume to the expected residual volume prior to refilling the pump with the new medication. After the pump was disconnected from the catheter, the expected residual volume was 13.2ml and the actual residual volume was 34ml. The pump segment was replaced. The doctor trimmed off 33.2cm of the existing catheter and spliced on 20.7cm of the new catheter. All four titanium loops on the pump were tacked down. The patient's infusio n rate was restarted at 50% of the previous programmed rate. At the time of the report, the issue was resolved and the patient status was "alive-no injury". In regards to any environmental, external, or patient factors that may have led or contributed to the iss ue, it was noted that the patient had recently lost 100 pounds. It was also reported that the event was due to the patient having twiddler's syndrome. It was noted that, at the time of the event, the patient's other medications included eliquis, sotalol, losartan, hydroxychloroquine, and allopurinol. The patient's past medical history included high blood pressure, atrial fibrillation, stroke, neuropathy in the left leg, prostate cancer, and bladder problems. The pump was used to deliver dilaudid 180mcg/ml at 25mcg/day and bupivacaine 20mg/ml at 2.8mg/day.

Manufacturer narrative:
After re-evaluating the file, the file will not be reportable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-(B)(6) rtg0348373: (con) information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that the patient was experiencing vomiting and nausea. No more additional information was provided. 2022-(B)(6) rtg0348373 update (con): additional information received from the patient representative (con). A call back was made to the patient stated they got it adjusted on 2022-(B)(6). The patient representative stated the pain was coming from his hip not his back. It was noted the therapy from the pump was not working.

Manufacturer narrative:
H3; analysis of the catheter (B)(6) identified twisting in the catheter and a kink in the catheter body. H6; b17 no longer applies to this event. C20 no longer applies to this event. D14 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.